Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to imperfection of proper reprocessing caused by leakage. The event can be prevented by following the instructions for use: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the reported issue was confirmed due to air supply volume not meeting the standard value. In addition to the air water nozzle being blocked with foreign debris resembling a seed, additional findings are as follows: leak between scope cover and scope body; distal end insulation inspection failed; water removal ability and water supply volume did not meet the standard value; due to a crack on scope cover, water tightness was lost; scope body had a crack; suction cylinder had discoloration; switch 1 had a cut; plug unit had a scratch; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the air water function disturbed. There was no patient harm associated with the event. The device was returned and evaluated, and the air water nozzle was blocked with foreign debris. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.